Manufacturer narrative:
Continuation of d10: product ID a810, serial# unknown, product type software section d information references the main component of the system. Other relevant device(s) are: product ID: a810, serial/lot #: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider via a company representative regarding a patient receiving hydromorphone 10mg/ml via an implantable pump. The indication for use was non-malignant pain. It was reported that on friday the healthcare provider refilled the pump and diluted the drug to 5 mg/ml but did not update/change the dose in the pump. The reporter stated that the pump was still programmed at 10 mg/ml. It was reviewed with the caller that there was still 0.1 ml of hydromorphone in the internal pump tubing and catheter. The issue was not resolved through troubleshooting. The caller was not with the patient and would provide options for the healthcare provider for medical considerations.

Event description:
Additional information was received from a healthcare provider via a company representative who reported that the patient had no symptoms of withdrawal or overdose related to the event. The patient was brought back in the following day and the concentration was updated to the correct concentration. At that time, the old concentration had cleared the catheter. The patient was sent home with everything corrected.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.